Event description:
The customer's parent called and reported the customer experienced high blood glucose of 555 mg/dl. He was treated using a syringe and the site was changed. It was stated the issues may have been caused by scar tissue and troubleshooting for high blood glucose was declined. It was also stated that the customer received motor error alarms on the insulin pump. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The device was able to be rewound. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4),

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, cracked case at display window corner, debris under the display window, broken battery tube threads and cracked reservoir tube lip.